Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating, which led to a pump shutdown. The pump turned on after charging the pump. The customer successfully reloaded the cartridge and insulin delivery was resumed. There was no reported impact to the customer¿s blood glucose.